Event description:
1.3cm tip of threaded guidewire broke off and retained in vertebral body l5. Md aware-states pt not harmed, unable to remove. Pt with hardware in spine by history. Procedure: minimally invasive plif l5-s1.